Event description:
Info received indicates the head section cannot be raised or lowered and is currently raised half way up.

Manufacturer narrative:
The tech isolated the issue to the gas springs. He replaced both gas springs to repair the bed.